Event description:
It wa reported that the implantable pulse generator (ipg) was unable to be interrogated. The battery voltage was at elective replacement indicator (eri) values. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).